Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the investigation results, it was confirmed that foreign material was present at the distal end and the forceps elevator. The foreign material may not have been removed because the device was not reprocessed properly, possibly due to a leak caused by wear of the scope cover. Due to the wear of the scope cover packing, water tightness was compromised. However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in tjf-q190v operation manual chapter 3 preparation and inspection, and preventive measures associated with the event in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material inside the distal end and forceps elevator. There were no reports of patient involvement.